Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer's blood glucose level was 174 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump was not returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display and white flashing screen with audio beep due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform functional test due to blank display. Unit received with minor scratched lcd window and cracked retainer.